Event description:
A purchasing agent reported an intraocular lens (iol) exchange one month following iol implant surgery. The surgeon requested confirmation of the power of the lens. The lens was exchanged for a different model, same diopter power with no cylinder correction. In a follow up, the surgeon reported the lens was exchanged due to unexpected postoperative outcome of residual astigmatism.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. (B)(4).